Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The pump was not returned. The pump was not explanted. A correlation between the device and the patient¿s reported multi-system organ failure could not be determined. There were no vad related issues reported. A review of the device history records revealed that the pump met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the pump will not be returned. The pump was not explanted.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported to the manufacturer through the device tracking form from the hospital that the pt expired on (B)(6) 2014. The cause of the expiration was noted as "multi system organ failure". The hospital has not provided further information at this time.